Event description:
On 12/2/2024, a maude review notification was received via email that an ar-6480 dualwave pump started to cycle and run water quickly through the system. It then automatically shuts off. The case was put on hold to assess what was happening with the fluid pump. The tubing was adjusted and then attempted to run the fluid again but there was an issue maintaining pressure. It was then noted that the patient had developed a significant amount of swelling extending from the knee into the calf. The arthroscopy fluid aspirated from the knee. The decision was made to abort the remainder of the case due to lower extremity swelling. The patient was awakened and brought to the recovery room. The patient was admitted overnight with hourly neuro-checks for the first 4-6 hours and to monitor the swelling. No symptoms of compartment syndrome. This was discovered during a complex tear of the lateral meniscus procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.